Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the left ventricular lead exhibited failure to capture. Further investigation noted that the left ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.